Event description:
It was reported that a pump experienced system error 322 - link switch error (low) alarms. There was also no pt injury reported.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned and evaluated by baxter. Unit was tested for 24 hrs with no occurrence of ec322. Review of the history log confirms the ec 322 reported symptom. Eval was unable to determine the cause. Eval of known contributors to ec 322 has lead to the determination that the upper and lower auxiliary were the failing components and were replaced.